Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported unprocessed blood was spilled into the waste bag. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that there was no damage noted in the instrument or disposable. There were no visual, audible, or performance abnormalities other than the bowl not washing and kept pushing fluid from the reservoir to the waste bag. The bowl was reseated and no change. The hematocrit of the blood in the reservoir was about 30 and there was about 2liters that passed from reservoir to waste bag without spinning. There was no error message, and no leak occurred, and no transfusion was required. The waste bag blood was processed successfully with another cell saver. Device evaluation summary: the reported issue that unprocessed blood was spilled into the waste bag was verified during service. Service technician found the optics sensors were not functioning properly. The issue was resolved by cleaning and calibrating the optics. Preventative maintenance was performed per specifications. Note on d9/h3: the instrument was evaluated in the field by a medtronic service technician. The instrument was not returned to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.